Event description:
It was reported that the patient presented for device replacement due to eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was replaced. The patient is fine.

Manufacturer narrative:
(B)(4).